Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of wound dehiscense is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: focal dehiscence. Device evaluation: the device related to the reported event of wound dehiscence and cancer was received on jun 21, 2024, with lot number 2469176. Based on the product analysis performed, the assessments of the complaints are: ¿ wound dehiscence: unable to observe since it is a medical event and is not related to the device. ¿ cancer: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure particle was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Physician reported left side focal dehiscence in inner area. Physician also reported "mass performed a biopsy from the rear of the left papilla, but it was positive¿, which is not device related. Device has been explanted and replaced.